Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 450 mg/dl. The customer's current blood glucose is 375 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer was using insulin pump with auto mode on. Customer was using insulin pump within 48 hours of reported high bg event. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.